Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary; (B)(4) the device was returned for analysis where it was discovered that ceramic capacitors had leakage currents that exceed the existing specification.

Event description:
The device was returned from a us center without information regarding patient impact or product performance. The device subsequently tested out of specification. Upon follow-up, it was reported that the device was explanted and replaced due to elective replacement indicator, no complaints with device performance. No patient complications have been reported as a result of this event.

Event description:
The device was returned from a us center without information regarding patient impact or product performance. The device subsequently tested out of specification. Efforts to contact the physician/hospital regarding this event are in process at this time.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary; (B)(4) the device was returned for analysis where it was discovered that ceramic capacitors had leakage currents that exceed the existing specification.